Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 8 out of 11 reports that are being submitted as initial individual mdrs. Additional information: if implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and remaining haptic, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned, a detached haptic and scratches were also observed, which cannot be confirmed to related to manufacturing due to the lens being previously handled by the customer. The lens was not returned with a cartridge tip, and therefore ¿dc-device partially delivered¿, and ¿dc-stuck in cartridge¿ could not be confirmed. No haptic damage, nor the ¿bent haptic¿ described by the customer was observed, and therefore ¿dc-haptic damaged¿ could not be confirmed. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while attempting to insert the intraocular lens (iol) in the patient¿s ocular dexter (right eye) the lens became stuck in the cartridge. The haptic was bent and there was patient contact. But there was no patient injury. Through follow-up, additional information was received confirming no unplanned suture(s) and no unplanned vitrectomy. The procedure was completed using another back-up lens of a different model and diopter size. No further information was provided.